Manufacturer narrative:
(B)(4). The device was not returned to edwards for evaluation as it was reported by hospital to have been discarded. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Paravalvular leak (pvl) refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue. It may occur as a result of a lack of appropriate sealing of the valve at annulus. In this case, the patient's tissue was fragile which may have contributed to the event of the valve dehiscence. Based on the information received the root cause of the event cannot be determined. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, edwards received information that a 29mm bioprosthetic mitral valve was explanted at implant due to paravalvular leak. The patient presented with mitral stenosis of a bioprosthetic valve implanted fifteen (15) years prior (unknown manufacturer). The valve removed. The surgeon indicated that exposure of the mitral valve was difficult, therefore, some sutures were placed from inside and some from outside. The 29mm mitral pericardial valve was "sutured into place; however there appeared to be a lot of paravalvular blood and indeed a number of sutures tore through the very fragile tissue". The valve was removed and new sutures were placed through a 27mm bioprosthetic mitral valve and was seating. Again, several of the sutures tore through but these were able to be repaired without removing the entire valve. Attempts were made to come off bypass, but with poor left ventricular function and very poor right ventricular function. An attempt was made to place an intraaortic balloon pump but they were not able to pass the wires up through the very diseased groin and therefor an arch balloon was placed. The patient was not able to come off bypass. The patient was unable to come off bypass with adequate hemodynamics. Support was discontinued and the patient was declared deceased and the wounds were closed.